Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(4) of bacterial peritonitis with culture positive for gram positive (B)(6), fever and feeling unwell in a patient coincident with peritoneal dialysis (pd) therapy. This report was received by a sales representative from a physician. On an unreported date, the patient started continuous ambulatory peritoneal dialysis (capd) with nutrineal (lot number 10l03g40) 1 bag daily, extraneal (lot numbers 10j19g42 and 10l23g42) 1 bag daily and physioneal (lot number not reported) at an unreported dose. On (B)(6) 2010, nutrineal was discontinued. On (B)(6) 2010, the patient experienced peritonitis manifested by cloudy dialysate, fever, abdominal pain, feeling unwell and leucocytosis. After onset of peritonitis, extraneal was discontinued and the pd regimen was continued with physioneal alone. On (B)(6) 2010, the patient was hospitalized. The patient received antibiotic therapy with cefuroxim and gentamycin. At the time of this report, the symptoms were ongoing. The reporter assessed causality for the events as possibly related to extraneal viaflex and nutrineal unspecified therapies. Causality assessment to physioneal unspecified was not reported.